Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The following sections could not be completed with the limited information provided. Date implanted - ni. Date of birth - 1938. Product location unknown .

Event description:
Patient underwent a knee revision procedure approximately six months post-implantation due to fracture of two transverse pins.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a knee revision procedure approximately six months post-implantation due to fracture of the anchor plug.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Visual inspection confirmed that a device fracture occurred as the anchor plug appears to have experienced a fatigue fracture at the spindle-anchor junction. Review of manufacture records determined that the anchor plug was likely conforming when it left zimmer biomet control. A root cause cannot be determined with the information provided.